Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited cassette not attached error. No adverse effects reported.

Event description:
It was reported that the cassette was not attached. No patient injury was reported.

Manufacturer narrative:
Customer reported that the cassette was not attached. Tamper seals were intact, the device was in good condition. Ran the pump in user mode. The problem was caused by the medication reservoir being defective. Unable to determine who caused the problem. The pump will undergo standard pm.

Manufacturer narrative:
Customer reported that the cassette was not attached. Tamper seals were intact, the device was in good condition. The reported unattached cassette problem was not duplicated. Ran the pump in user mode. The problem was caused by the medication reservoir being defective. Unable to determine who caused the problem. The pump will undergo standard pm.

Event description:
It was reported that the cassette was not attached. No patient injury was reported.

Manufacturer narrative:
Additional information added to h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No problem was found in testing. The root cause of the reported issue was found to be unknown since the device was tested and no problem was found. Corrected data: h6.

Event description:
It was reported that the cassette was not attached. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the cassette was not attached. Tamper seals were intact, the device was in good condition. The reported unattached cassette problem was not duplicated. Ran the pump in user mode. The problem was caused by the medication reservoir being defective. Unable to determine who caused the problem. The pump will undergo standard pm.